Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date. On (B)(6) 2014, endo anchors were implanted as treatment for neck dilation. It is reported that a CT on (B)(6) 2017 showed aneurysm enlargement. The cause of the event is unknown. No further clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received on this case reported that the aneurysm measurements were as follows: max aaa diameter 84mm, neck length 5mm, aortic diameter at 1mm below the lowest renal 20mm. It was reported that approximately 1.5 years post index procedure 6 endoanchors were implanted. It was reported that approximately 5 years post index procedure a follow up CT showed the aneurysm had expanded to 92mm. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the patient presented emergently, approximately 6 years 11 months post implant, with hypotension and abdominal pain. The patient was diagnosed with a ruptured aneurysm and a CT scan showed a migration of the bifurcate and a total thrombosis of the right iliac axis. The patient was hemodynamically stable and underwent an aorto-uni-iliac and femoro- femoral bypass as treatment one week later. The event was assessed as related to the endurant endograft by the investigator. The event was resolved and the patient recovered with treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter name and phone number. If information is provided in the future, a supplemental report will be issued.